Event description:
It was reported to boston scientific corporation that an advantage fit was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the mesh rolled up and there was fraying at the edges. The physician removed the first sling and the procedure was completed with another advantage fit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.